Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-50148.

Event description:
It was reported that the customer received erroneous readings from the sensor, causing his insulin pump to go into threshold suspend. The customer stated his sensor glucose reading was 64 mg/dl while his blood glucose was between 180 mg/dl and 200 mg/dl. The customer also stated he received calibration errors. His most recent reading was 75 mg/dl with the sensor while he had a blood glucose of 175 mg/dl. Insertion and calibration techniques were discussed. The customer removed the sensor. The customer was found to be adhering to calibration recommendations per instructions for use. Nothing further was reported.